Event description:
Reporter indicated that vns patient had passed away. It was reported that the patient had a seizure during the night and was found the next morning. It was reported that the vns therapy did not seem to help the patient's seizure control and seemed to make the patient's seizures more intense; although the patient's post-ictal period was improved with the vns therapy. Exact cause of death is unknown at this time.